Event description:
The customer reported he activated a new pod and his blood glucose was reading 218 mg/dl. He also stated that during the needle insertion he didn't feel the needle or cannula had penetrated the skin deep enough. He continued to wear the pod for an additional fourteen hours causing his bg to rise to 284 mg/dl. He then decided to deactivate the pod.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.